Event description:
The product was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the instrument was difficult to close. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
10/29/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.